Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an internal battery degraded warning alarm and an error message (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).